Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 2 of 4. The patient was connected at the time of the alarm. The technical service representative (tsr) assisted the caregiver (cg) to cycle the hc machine to clear the alarm, end the therapy and remove the cassette. During troubleshooting no issues were noted which could have contributed to the event. There was nothing unusual about the supplies. The tsr advised the cg to contact the patient's pd nurse (pdn) to let pdn know about the occurrence of the air in line alarm. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.